Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the device alarmed an unexpected restart. Troubleshooting was performed. Customer's blood glucose level was 92 mg/dl. The history on the device was checked, no alarms noted. Customer reported a temp basal was not programmed before the unexpected alarm. The device was not stored or not in use for a long period of time. Alarm did occur shortly after inserting a new battery. Alarm was explained to the customer and was advised to monitor the device. No further information reported.